Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The pump was fine. It moved and protruded through the skin. The port became infected. The pump was removed (B)(6) of 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.